Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that there was a display anomaly that prevented the customer from viewing the programming. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with missing end cap sticker, cracked battery tube threads and minor scratches on lcd window.